Event description:
It was reported that the customer experienced hyperglycemia after changing infusion supplies, with cgm and glucometer readings high and a fingerstick value of 499 mg/dl; troubleshooting included removing the prior infusion set, confirming the cannula was not bent, priming and confirming drops at the tubing end, and inserting a new 23" 6 mm infusion set while remaining disconnected from the pump for a period. Symptoms included dry mouth, headache, and nausea. Outcomes included self-management at home without hospitalization, with subcutaneous insulin administered by injection and subsequent improvement in blood glucose. Investigation included guided infusion set replacement, tubing priming verification, and monitoring of glucose trends after corrective actions. Investigation of this case revealed no device alarms and no evidence of infusion set occlusion or insertion failure, and the exact cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.